Event description:
It was reported the pump had damaged top and bottom case housing. The plunger flange sticking, primary speaker needs to be replaced? No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Both tamper seals were broken and had third party seals present. Visual inspection found chipped top case corners, broken bottom case screw post, cracked right plunger case. Plunger case flippers sticking open. Missing battery. Review of the error log found "primary audible alarm bgnd test". The physical damage was confirmed. The speaker issue was not confirmed. Root cause for the physical damage was attributed to impact to the device. Contamination around flippers was making them stick open. No problem was found with the speaker. Analog to digital converter (adc) counts were within specification. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Replaced top case, bottom case and plunger case assembly. No repair needed for reported problem since no problem was found. Performed power up process, audio test, preventative maintenance (pm) and all functional tests, which were passed.